Event description:
Per patient (pro-se): it is alleged that during (B)(6) 2005, the patient underwent repair of an inguinal hernia operation and was implanted with a bard/davol perfix plug. It is alleged that the patient suffered in pain for seven months. It is alleged that the patient's second surgery was in (B)(6) 2005. It is also alleged that the patient underwent mesh removal and an unknown mesh was placed. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain and subsequent surgery for mesh removal. Review of the manufacturing records for the lot number provided finds the date of product release to be august, 2005, while the alleged date of implant is (B)(6) 2005 prior to the release date for the alleged implant. Note, the date of implant and event ((B)(6) 2005 and (B)(6) 2005) are provided as a best estimate based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.